Manufacturer narrative:
Other applicable components are: product ID: 3550-06, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the extension carrier of the extension stylet broke off. It was reported that it was extremely difficult to pass the tunneler in the neck area because it was very tight. The surgeon pulled really hard and a piece of the tunneler broke off and was stuck in the neck along the path of the passer. The surgeon had to make an incision in the neck to find the extension connector and remove the piece of plastic from the tunneler. The surgeon then retunneled a little bit to get the connector to the correct spot. Additional information was received from a manufacturer representative (rep). It was clarified that the piece that broke off was the plastic piece that hold the last carrier of the extension. The manufacturer representative suspected that the tunneler got caught on tissue along the track. No symptoms or complications were reported.